Event description:
The pt underwent an scs trial on (B)(6) 2011 and was implanted with two percutaneous leads (from the same lot). It was reported that the doctor removed one of the leads successfully. The doctor had difficulty removing second lead. The lead broke below the terminal end of contact 8. Contacts 1-8 remained in pt until (B)(6) 2011. The removal was a success and the surgery went well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.